Event description:
An aneurx stent graft system was implanted in a patient for treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unknown. It was reported that the patient had a short aortic neck and may have been a poor candidate for endovascular intervention. It was reported that approximately 42 months post stent graft implant, the pt had a two aoritic cuffs and one iliac extension implanted to type I endoleaks. The pt was seen 4 months later and the endoleaks had not resolved. The physician elected to surgically convert the pt to a conventional stent. The explanted stent graft was discarded by the user facility. No additional clinical sequelae were reported and the pt is fine.